Event description:
Imp # (B)(4).

Manufacturer narrative:
(B)(4). This report has been identified as b braun internal report #(B)(4). We received one used pencan 0,42/88 (g27 x 3 1/2") +0, 7/35 (g22) in open packaging. The used pencan 0.42/88 (g27 x 3 1/2") +0, 7/35 (g22) was visually examined. The cannula was broken off approximately 50 mm below the cannula hub. The structure of the fracture of the raw cannula shows that the damage was caused by the user. The cannula was bent repeatedly in the area of the fracture and this caused the crack of the cannula. We assume it was an application problem. Hence we assess this complaint to be not justified. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available.